Manufacturer narrative:
The united states (us) customer contacted a siemens customer care center (ccc) to report that falsely elevated carcinoembryonic antigen (cea) results were obtained on multiple patient samples on an atellica im 1600 analyzer. The quality controls (qc) and calibrations were in ranges at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse cleaned the aspirate probes, adjusted pinch valve tubing, adjusted the secondary vacuum pressure, and replaced the sample plunger. Next, the customer ran qc, which resulted acceptably. Siemens also calibrated the assay and performed accuracy, precision, and range verification studies using fresh materials. During a subsequent visit, the cse inspected and cleaned secondary waste tubing, performed vacuum regulator adjustment, ran a vacuum health test, performed orientation chute mandatory update (mu), replaced thermal electric device (ted) 1 and 5, ran daily maintenance and autocheck, which recovered acceptably. The cause of the discordant cea results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Falsely elevated carcinoembryonic antigen (cea) results were obtained on sixteen (16) patient samples on an atellica im 1600 analyzer. The initial results were reported to the physician(s) and questioned. The samples were repeated on the original instrument and 15 samples were also repeated on an alternate atellica im 1600 analyzer. The repeat values were reported, as the corrected results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated cea results.